Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The markings on the tip of the tube were peeled off in multiple points. Omsc presumes that the marking was peeled off since the tip of the device was scrubbed during handling such as reprocessing. However, the exact cause of the reported event could not be conclusively determined. The above device handling has warned in the instruction manual as follows: do not forcefully squeeze, wipe or scrub the instrument. This could cause damage to the instrument or result in reduced performance.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during the examination using the subject device the following event occurred. The customer tried to move the device forward at the timing of searching for the branch (b3) of the hepatic portal region, the guidewire got stuck in the cannula and became unable to move forward. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found the markings on the device were peeled off. On june 9, 2021, we found that the event might have caused or contributed to a death or serious injury.